Event description:
It was reported that during a device upgrade, it was discovered that the insulation on the right ventricular (rv) lead had been breached while the physician was freeing up the leads from the scar tissue. The rv lead was capped and replaced. The patient was stable.